Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, delamination and yellow particles in the inside the device. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify crease smooth opening on posterior side, delamination partial. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease smooth opening on posterior assessed to a fold flaw opening - delamination of the diaphragm valve assessed as adhesive failure. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.